Event description:
It was reported that the device has migrated and is now positioned under his armpit. The device was repositioned submuscularly and remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.